Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The treatment for and the cause of the peritonitis were not reported. On an unreported date, the patient was hospitalized for the event for one week. No further detail was provided regarding the outcome or whether dianeal and extraneal therapies were ongoing. No additional information is available.